Manufacturer narrative:
Based on new information received, the reported issue was discovered when the device was not in patient use and occurred during pre-use set up which is outside of clinical use. This reported issue is no longer a reportable incident.

Event description:
The customer reported that the unit has battery failure. The customer reported that the unit was not in use on a patient. The authorized service personnel (asp) confirmed the reported problem. The asp restarted the device and checked the device, and found the battery cable wasn¿t connected properly. The problem is the battery cable. The asp reconnected the battery cable, and the issue was corrected.